Event description:
It was reported that during central processing, there was a wear found on the cable near the tip of the fenestrated bipolar forceps instrument. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and a glue/adhesive used to secure the conductor wire into the yaw pulley was lifting from this location. The glue has not completely detached from the described location. The probable root cause cannot be determined based on failure analysis results.